Event description:
Pt was having an abdominal arteriogram to determine if there was leakage from an aneurysm. As the guide wire was being inserted it was noted that there were two sections going in opposite directions. Guide wire was removed intact. Core wire had penetrated the outer covering.